Event description:
It was reported that the ilet user announced a usual-sized dinner despite eating a larger-than-normal meal, after which glucose was elevated and later fell low following automated correction dosing. The event involved user interaction with the device¿s user interface and constitutes an incorrect procedure. Symptoms included hyperglycemia followed by hypoglycemia, ranging from 47 mg/dl to 264 mg/dl. Outcomes included no reported lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem related to meal announcement, and an improper or incorrect method of use associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.